Event description:
This system was removed due to infection and is now implanted with another cylos dr and is doing well. Also included: cylos dr, MDR 1028232-2007-0049. Setrox s 53, MDR 1028232-2007-0075.